Event description:
Patient was undergoing procedure for embolization of aneurysm in the left renal artery with penumbra ruby coils. During the procedure, the third coil prematurely detached as the physician was trying to reposition it. The coil was successfully retrieved using a snare device. No adverse effects on patient health occurred. The aneurysm was successfully coiled to complete obliteration using four coils.

Manufacturer narrative:
Results: the distal detachment tip (ddt) is missing from the distal end of the pusher. The ddt is sheared off, but the legs of the ddt remain attached to the pusher. The pet lock is still intact on the proximal end of the pusher, and the pusher assembly is kinked on the proximal end. The coil still has the constraint ball attached to the proximal end. Conclusion: the complaint has been evaluated. The complaint indicates that the coil prematurely detached. The pet lock is intact, confirming no attempt was made to detach the coil with the detachment handle. The ddt is missing from the distal end of the pusher, and appears to have broken at the junction between the body of the ddt and the legs that bond it to the pusher. The ddt is what holds the constraint ball in place and keeps the coil anchored to the tip of the pusher. It appears that the force used during manipulation in the patient exceeded the tensile strength of the distal portion of the ddt and the proximal legs of the ddt, causing the ddt's distal portion to break from the pusher assembly. The kink in the pusher assembly likely occurred due to post-event handling or when removing the pusher assembly from the patient and is not related to the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.